Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system was not charging because the umbilical cable was not lining up to break out end. The rep adjusted the break out end where the umbilical cable connects. The imaging system passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that the imaging system was left unplugged, the batteries are low and the monitor would not turn on. She did not have any other details to provide. There was no patient involved with this concern.